Event description:
Ous MDR. It was reported that this lead was explanted and replaced due to oversensing approximately 8 months after the initial implantation.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available impedance trend curve demonstrated a value >3000 ohms on the (B)(6) 2016 with a subsequent decrease to 500 ohms with a stable progression until (B)(6) 2017. The pacing impedance suddenly decreased to <200 ohms on the (B)(6) 2017. Furthermore the provided iegms showed noise on the ff, ra and on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.